Event description:
It was reported that during placement of the dialysis catheter, the trocar remained stuck in the guide and it was impossible to "mobilize it." As a result, the surgeon replaced the device. There were no reported clinical consequences to the patient as a result of the incident.

Manufacturer narrative:
Qn#: (B)(4).